Event description:
Reporter indicated that patient had a MRI done in 2001. Instead of programming the device to off, the MRI techs just swiped the magnet over the generator and thought that would turn off the device. Following the MRI, the patient reports not feeling the stimulation, no voice changes, and an increase in seizures. Magnet activations in the following month have not shown up on the magnet history. System was replaced later in 2001.